Event description:
The pt contacted lifescan and alleged the one touch ultra meter was displaying 3 dashes. The medical affairs specialist unsuccessfully attempted to contact the pt to confirm the info. A medical professional was contacted; no treatment was reported. No signs or symptoms of high or low blood glucose were reported. The pt took oral medication for diabetes. The pt also stated that at times the meter would not power on. This was not an issue on the phone. The customer care representative performed troubleshooting, reset the meter and the 3 dashes still appeared. There is possible indication the product malfunctioned.